Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in two pieces measuring 19.0 cm and 41.8 cm. External insulation abrasions were found 11.6 to 11.9, 12.4 to 15.2 and 16.4 to 16.9 cm from the connector pin. In one of the locations, the etfe coating was found to be abraded. The abrasions found were consistent with friction to the device can. An external insulation abrasion was found 17.2 to 18.2 cm from the connector pin consistent with friction to the device can. On the second portion of the lead, external insulation abrasions were found 41.5 to 41.8 cm from the distal tip consistent with friction to another device or feature of patient anatomy. An internal insulation abrasion was found 11.0 to 11.5 cm from the distal tip. The etfe coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.